Manufacturer narrative:
(B)(4).

Event description:
It was reported a healing cap fracture unable to remove. Therefore, implant was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the as returned product identified fractured pieces of the healing cap inside the osseotite® certain® implant 4 x 11.5mm (ioss411). Pieces were badly damaged to be removed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information of the healing cap. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) or device biomet healing collars. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. However, the probable causes may be associated to improper driver used, improper torque components, and/ or excessive torque.